Event description:
Pt encounters anaphylaxis during elective bowel surgery. Prior to this surgery, pt had a central venous catheter placed. The pt had a documented allergy to sulfa. It was discovered that the catheter was coated with sulfa. Only after close inspection of the product packaging was it obvious that placement of these catheters in pts who are known or suspected to be hypersensitive to chlorehexidine gluconate (chg), silver, and/or sulfa is contraindicated. In addition, packaging differences between the coated vs. Non-coated catheters is miniscule. Facility believes that the manfacturer of these widely - used catheters should re-design packaging to highlight warnings more clearly.